Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent. When the stent was removed it appeared to be flared on both ends. The case was completed with another stent. Pt status is listed as "okay".